Manufacturer narrative:
The manufacturer previously submitted the complaint as part of a recall. After further evaluation, complaints on "corrosion on power connector" is determined as not part of recall.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleging the power connector of the unit is corroded. There was no report of patient harm or injury. The device was returned to third party service center. During the evaluation, the device was visually inspected and found dust/dirt contaminants in the device. The power connector of the unit is corroded, and the unit cannot be powered on in order to collect the error log/machine hours/error code numbers/software version. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.